Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated, causing pain and discomfort. A surgical procedure was performed to treat the situation. A new reservoir was implanted during the surgery. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the component. Based on the information available and analysis results, the reported clinical observation of migration could not be confirmed. However, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated, causing pain and discomfort. A surgical procedure was performed to treat the situation. A new reservoir was implanted during the surgery. There were no patient complications.